Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: this involved a remediated colleague infusion pump with user interface module master software version 5.09.90. A service history review revealed that the device has been serviced two times prior to this event. The device has not been previously sent into service for the reported condition of "570:320" failure code. Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 570:320 was not confirmed or reproduced during product evaluation. Failure code 199:xxx is the only ancillary problem in sample evaluation to confirm the reported condition which was due to depleted main batteries. The main batteries and battery harness were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a "570:320" failure code. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.